Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported bent cannula upon removal event on 29-mar-2026. This led to high blood glucose level and was treated with correction injection via mdi (multiple daily injection).